Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented for an aorta valve replacement, during the procedure the right atrial lead exhibited loss of capture. The lead was explanted and replaced. No additional information was available.